Event description:
Patient had an undergone laparoscopic parastomal repair three days earlier. The patient had no stoma output and CT scan was obtained due to worsening distention of the abdomen. The patient had a loop of small intestine that was adhered in her pelvis on CT scan, which was concerning for a closed loop obstruction and therefore it was elected to explore the patient. It was elected to take down the current piece of mesh in order to inspect the very distal portion of the ileum and ileostomy. Once the mesh had been removed, it was washed off with saline. We brought it back into the field after the closed parastomal hernia was inspected. This appeared to be without any abnormalities. Therefore, the mesh was placed around the ileum. The surgeon tried to deploy the sorbafix, but the device would not drive the fasteners through the mesh into the tissue. The surgeon removed the sorbafix, obtained another device, and completed the fixation of the mesh to the tissue. Patient went to recovery in stable condition without any untoward effects. Surgeon complained to circulating nurse that the sorbafix absorbable fixation system fails to fasten all the time.